Event description:
When checking the instrumentation into the hospital for a case on (B)(6) 2024, the sterilization officer pulled two t handles from the kit for contamination. The sterilization officer believed the contaminant to be blood or bioburden. Based on a review of provided photos, the contaminant is likely rust. Regardless, the parts were cleaned to the hospital's standards before check in was finalized. No surgical delay occurred as the case the instrumentation was for had already been rescheduled for unrelated reasons. CAPA-2024-0027 has been opened to address this issue.

Manufacturer narrative:
Contaminant matter was discovered inside the cannulas of an instrument in the field, as the product was not satisfactorily inspected and decontaminated. CAPA-2024-0027 has been opened to address this issue.